Event description:
The graft twisted a complete 360 and when they tried to recapture the top cap, they were unable to recapture and they pulled it down and the entire device came down with it. They had to explant the graft. The procedure was then completed surgically.

Manufacturer narrative:
One delivery system and one explanted endograft was returned for evaluation. As per visual inspection: the returned product was contaminated with biological matter. The inner cannula was severely bent. Two wire guides were protruding from the sheath. The graft was twisted at the level of the second stent. There was evidence that the internal stitching had broken, and the z-stent was detached from graft material protruding in the lumen of the graft. No images were received to assist the investigation. Additional information related to the procedure was received and it stated that "we had difficulty cannulating a renal artery that was posterior (3:30 clock position). To address the issue, we rotated the device multiple times throughout the procedure. We gave up trying to cannulate the left renal (had right renal cannulated at this point) and committed our positioning by releasing all trigger wires and exposing proximal bare stent. We then had difficulty marrying the top cap and grey dilator as neither would move past the second sealing stent of the device. With some force, the physician was able to bring the top cap down (had already cleared the proximal bare stent) and marry the grey dilator. Then as he was pulling the top cap down the device also pulled down with it". Patient death was not mentioned in our initial report as we were only informed after the investigation that patient may have passed away after few weeks of procedure but it has not been confirmed. Instruction for use contains (IFU) supplied with the device was reviewed and found to contain the following: 11.4.5 proximal body placement: 4. Before insertion, position proximal body delivery system on patient¿s abdomen under fluoroscopy to assist with orientation and positioning. Rotate to a position where the anterior markers are situated in the most anterior (12:00 o¿clock) position. The sidearm of the hemostatic valve may serve as an external reference to the fenestration(s) and/or scallop(s), anterior and posterior markers and body side markers. Caution: maintain wire guide position during delivery system insertions. Caution: to avoid any twist in the endovascular graft, during any rotation of the delivery system, be careful to rotate all of the components of the system together (from outer sheath to inner cannula). 5. Advance the delivery system until the radiopaque markers indicating the fenestration(s) and/or scallop(s) are at the level of the appropriate arteries. Check that the distal end of the graft is in a satisfactory position above the aortic bifurcation and that the anterior and posterior markers indicate that the graft is in satisfactory orientation. (Figure 11) 6. Verify position of the wire guide in the thoracic aorta. Ensure that fenestration(s) and/or scallops are at the level of the appropriate arteries and the anterior markers are in the most anterior (12:00 o¿clock) position. Note: the vertical anterior markers, and the horizontal posterior markers should form a cross, on the fluoroscopic image, when correctly oriented. (Figure 11) note: the fenestration/scallop markers should be in close apposition to the appropriate side branch vessels. Clear identification of fenestration position(s) may not be possible until the graft has been partially unsheathed. Note: ensure the captor hemostatic valve on the introducer sheath is turned to the open position. (Figure 12) 7. Stabilize the grey positioner (the shaft of the delivery system) while withdrawing the sheath. Deploy the first two (2) covered stents by withdrawing the sheath while monitoring device location. 8. Perform angiography and adjust graft placement as necessary. Continue to withdraw the sheath making positional adjustments as necessary. Note: techniques to ensure that the fenestration(s) and/or scallop(s) will accurately align with their respective vessels will vary, and will depend upon vessel anatomy, graft design, and physician preferences. Note: if a small fenestration is being utilized, care should be taken to properly align the fenestration with the respective vessel. 9. Proceed with deployment until the graft has been fully unsheathed. (Figure 13) 10.when a satisfactory graft position has been achieved, exchange the contralateral angiographic catheter and wire guide with a selective wire guide/selective catheter positioned just below the level of the proximal body. Cannulate the partially deployed proximal main body. Advance the selective catheter over the selective wire guide into the renal artery. Exchange the selective wire with a rosen wire or equivalent wire guide. 11. Utilizing contralateral access sheath and wire guide, advance a guiding catheter into each small fenestration and its respective vessel. (Figure 14) note: non-compliant angioplasty balloons may be used as an alternative to guiding catheters. Note: cannulation of the scallop and its respective vessel may also be achieved using similar techniques. Note: it is not recommended to use balloons or guiding catheters to guide final placement of large fenestrations as stent struts across fenestration may interfere. Note: to ensure renal stent placement in the lower portion of the fenestration, it may be necessary to slightly advance the graft after catheter/sheath access to the renal vessels, before removal of the diameter reducing ties. Based on the information available definite root cause could not be established. The most likely cause is that the twisting of the graft may have been due to incorrect rotation of the device during the procedure whilst trying to cannulate the left renal artery.

Event description:
The graft twisted a complete 360 and when they tried to recapture the top cap, they were unable to recapture and they pulled it down and the entire device came down with it. They had to explant the graft. The procedure was then completed surgically.